Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including vibration testing and full functional testing without duplicating the report. An internal inspection resulted in no findings. The color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.